Event description:
It was reported that during an follow up in clinic, noise resulting in oversensing and pacing inhibition was noted on the right ventricular lead. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.